Event description:
Home health staff could not access reservoir. Arrangements made to locate via fluoroscopy. Pump has 2 reservoirs and center one needed for instilling dilaudid. Located and home health nurse had difficulty initially locating diaphragm. When diaphragm located, home health nurse aspirated, obtained fluid & air and then proceeded to inject medication. (Dilaudid 18cc). Did not feel "pressure" as expected. Minimal swelling/induration noted. As a precaution, pt immediately taken to ed for observation and assessment. Became somnolent and assumption made pt had received med subcutaneously. Required intubation and admission to intensive care unit. Discharged 10/16/1998. Pump is for pain control following injury on job. Dates (unk). Has been followed in another state before this date. Commented this pump had caused him problems since he had it.